Event description:
Footprint medical inc., 1.4 fr peel away sheath introducer did not completely split. A portion of the sheath was left encircling the catheter and the sheath could not be removed after the catheter was inserted into the extremely premature baby's arm. As a result the catheter had to be removed and replaced. FDA safety report ID# (B)(4).